Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast visible in the balloon and in the inflation lumen. The stent had been dislodged and not returned. The balloon had been inflated and had fluid visible inside when received. There were faint crimp marks on the balloon between the markers. The protective sheath was not returned. There were no other damage noted to the catheter. Product performance engineering reviewed the incident info and analysis of the returned device; the stent was dislodged from the balloon as reported. Crimp marks were visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath and dislodged stent were not returned, which may have aided in the investigation. There does not appear to be a product quality problem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon when the protective sheath was removed. Reportedly, there were no pt effects. No additional event or pt information is available.